Event description:
In 2009, the patient reported that on the event date, he experienced elevated blood glucose due to an e6(mechanical) error. The e6 error was previously reported on the same day, but the patient did not report experiencing elevated blood glucose at that time. At that time, he was assisted in clearing the error. He initially stated that his blood glucose was elevated to 354 mg/dl and he then stated that it measured "hi" on his blood glucose monitor. He was able to lower his blood glucose by bolusing. He had no further issues after clearing the e6 error. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.